Manufacturer narrative:
The aquabeam handpiece was not returned for investigation as it was disposed of at the user facility. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c00293 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults e22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during jet alignment an "e22 - motorpack error" message was generated by the aquabeam robotic system, which could not be cleared despite multiple troubleshooting steps. The aquabeam handpiece was replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.